Event description:
Healthcare professional reported one day after injection with one syringe of juvederm ultra xc in the perioral area, the pt developed "inflammation and red bumps". The pt was treated with "augmentin" one day after injection. Symptoms have improved but have not completely resolved.

Manufacturer narrative:
Medwatch sent to FDA on 01/12/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions; all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specs. No deviation, anomaly or change in connection with this complaint were recorded. This complaint is the second one with "erythema" events, for this batch. The sterilization cycle is registered as conform.

Manufacturer narrative:
Medwatch sent to FDA on 07/02/2015.

Event description:
Add'l f/u with the healthcare professional indicated symptoms resolved an unspecified amount of time later.

Manufacturer narrative:
UDI# (B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of inflammation and red bumps are physiological complications and analysis of the generally does not assist allergan in determining a probable cause for these events.